Event description:
Caller reported patient blood glucose results of 311 mg/dl and 414 mg/dl using inform system 1, 133 mg/dl using inform system 2 within 10 minutes. No adverse event reported. A request was made for the return of the strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 1. (B) (4)

Event description:
The customer stated that the waste fluid of the cell-dyn analyzer overflowed on the floor due to the waste sensor not detecting a full waste. Trouble shooting revealed that the waste sensor is broken and to be replaced to resolve the issue. No exposures or injuries were reported. No impact to user safety or patient management was reported.